Event description:
Initial result for a patient na/k was 191/4.8 mmol/l. When repeated on another instrument, the results were 144/3.6. The incorrect result was not used to guide therapy. The field service rep found inadequate flow through the st 1 and repaired the instrument by replacing the chain cable.